Event description:
It was reported that a 20mm amplatzer septal occluder was selected for an implant on (B)(6) 2021. The left atrial disc deformed into cobra head during first attempt into the left atrium. Device was removed from the patient prior to released from the delivery cable and the physician tried to re-implant four-five times, but with every attempt had the same problem. There was no interaction with atrial structures during deployment and no angulation or kink noticed in the delivery system. A 22mm amplatzer septal occluder was selected and implanted. Patient remain hemodynamically stable through the procedure. There is no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The reported event of left atrial disc deformed into cobra head could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.